Event description:
It was reported that (1) tlc10 device was used during a gastric bypass with roux-en-y procedure. It was reported by the rep that during the procedure the tlc10 used to transect stomach improperly fired on the first load. The instrument didn't completely fire. A second tlc10 also improperly fired. The ta90 was drawn from the shelf to complete case. There was no consequence to the pt.